Manufacturer narrative:
(B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken and bent inside the body of the handle section. A functional evaluation was performed by actuating the distal tip in a bow position, and it was found to be bent. The device was observed under magnification and the cut of the cutting wire was not smooth. Additionally, under electron microscopy inspection, the cutting wire was observed with fracture features. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and bent inside the body of the handle section. Additionally, the distal tip was also bent when it was bowed. Per scanning electron microscopy (sem) analysis, severe bending of the wires into a sharp radius, wrinkling and microcracks are evidence of severe bending back and forth, ductile dimple rupture on all fracture surfaces in the middle area indicates overload fracture of a ductile wire material that is normal and not brittle. Ratchet marks or ridges on the fracture surfaces in the middle area, which indicate the fracture occurred progressively, as the wire was bent sharply and straightened multiple times prior to the final separation. These observations are the evidence that we can rely upon to establish that the wire was pushed and pulled multiple times, most likely by actuating the handle mechanism in both directions. For reasons that are unknown based on the information examined in this sem analysis, the wire did not move distally and proximally when the handle was actuated, as intended. The wire herniated out of its normal path, bowing and bending out of the window in the handle when the handle was squeezed, and being pulled back straight when the handle was retracted. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an ultratome xl was about to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. During preparation, the physician unpacked the ultratome xl device and he found that the cutting wire was kinked. The procedure was completed another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken.